Manufacturer narrative:
No code available; due to saturated oxygen - a transesophageal echocardiography(tee)- was performed and based on what the surgeon saw he performed an emergency thoracotomy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The patient was dependent and a temporary pacing lead was implanted into the right ventricular apex. The system was explanted however the physician attempted multiple times to extract the right atrial lead ultimately had to use a cook locking stylet during which the patient's blood pressure and oxygen saturation dropped to very low levels. A transesophageal echocardiography(tee)- was performed and based on what the surgeon saw he performed an emergency thoracotomy. Upon opening up the chest cavity he noted blood and clots. He stopped the bleeding and transfused 5 units of blood. The right ventricular lead (B)(4) which had been capped and abandoned on (B)(6) 2017. The attempt was not successful the lead cut deep into the vein resulting in the lead retracting into the vein. The chest was closed and the patient was discharged to the cardiac ICU.